Manufacturer narrative:
Device investigations did not reveal any device defect which is expected to have been present whilst implanted. The device is working within specification. Based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. Based on the received information, the reported symptoms are very likely due to a migration of the floating mass transducer(fmt) from its original position due to unknown reasons. The recipient underwent a revision surgery for re-positioning of the fmt, however the fmt get dislocated afterwards again. Furthermore the recipient has to undergo a magnet resonance imaging. This is a combined initial and final report.

Event description:
The explanted device was received for investigation. According to the device explantation report the user no longer had benefit.